Manufacturer narrative:
It was reported that following the procedure the patient experienced hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent a surgical procedure to irrigate and debride an infected wound on (B)(6) 2016. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2018 during which the surgeon noted ¿an extensive amount of small bowel adhesions, which took over three hours to lyse, and a bowel perforation.¿ it was reported the patient experienced an undisclosed adverse event. No further information was provided.